Manufacturer narrative:
Examination of returned used device ias12-100lpi found that a fragment towards the tip of the device had broken off. The fragment was not returned. A root cause cannot be determined; however, based upon the event description, the evaluation, and the IFU, a possible cause of this event could be the device was subjected to excessive force. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 78 reports, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: use extreme caution during airseal access port insertion. Improper use of this product can result in life-threatening injury to internal organs and vessels. Do not use excessive downward force. Only surgical hand instruments should be passed down the airseal access port. Do not insert trocars or robotic instruments down the airseal access port. Improper use can result in damage to or breakage of the access port. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
Conmed japan reported on behalf of their customer that the device ias12-100lpi 12 mm access port & palm grip obt w/bladeless optical tip was being used on (B)(6) 2025 during a robot-assisted endoscopic esophagectomy and the ¿airseal was used during davinci surgery (esophagus). After rollout, when the airseal port was removed, the tip of the airseal port broke. The fallen pieces were immediately retrieved with grasping forceps. The retrieval process did not take long. Although no special operations were performed differently than usual, dr. ¿ said, ¿maybe I used a little too much force,¿ and it was not a serious problem.¿. There was no impact or injury to the patient. The procedure was completed with an alternate same device. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
Conmed japan reported on behalf of their customer that the device ias12-100lpi 12 mm access port & palm grip obt w/bladeless optical tip was being used on (B)(6) 2025 during a robot-assisted endoscopic esophagectomy and the ¿airseal was used during davinci surgery (esophagus). After rollout, when the airseal port was removed, the tip of the airseal port broke. The fallen pieces were immediately retrieved with grasping forceps. The retrieval process did not take long. Although no special operations were performed differently than usual, dr. ¿ said, ¿maybe I used a little too much force,¿ and it was not a serious problem.¿. There was no impact or injury to the patient. The procedure was completed with an alternate same device. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.